Event description:
The customer reported that while running a hiv-1/2 assay, summit sample handler did not pipette sample or diluent in well positions a10, b4, c8 and h8 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03811-08.